Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer's blood glucose was 400mg/dl. Customer declined troubleshooting for high blood glucose. The customer also mentioned issues with infection with infusion set. The customer was advised to contact health care provider regarding high blood glucose.